Manufacturer narrative:
Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples (if applicable). The batch history records were reviewed and no discrepancies were noted. Functional analysis of retention materials met acceptance criteria. No returns were received to investigate. Quality was unable to duplicate the customers reported failure mode. Complaint trending review reveals a trend in customer complaints related to false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. Although the investigation was not confirmed, based on the complaint trend, a corrective and preventive action (CAPA#(B)(4)) was initiated to determine root cause(s). Bd point of care will continue to closely monitor for trends associated with false positive or discrepant results when using the kit bd veritor for rapid detection of sars-cov-2. There was no corrective action taken at this time.

Event description:
¿It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact." Eua#: (B)(4)¿. False positive results shown on veritors from (B)(6) 2021 to (B)(6) 2021. Results were ag+ but were all negative for pcr tests. 5 analysers at wcp & 12 analysers at tcp. Total of 26 cases with false positive results. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
¿It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. There was no indication that results were reported out and there was no report of patient impact." (B)(4). False positive results shown on veritors from (B)(6) 2021 to (B)(6) 2021. Results were ag+ but were all negative for pcr tests. 5 analysers at wcp & 12 analysers at tcp. Total of 26 cases with false positive results. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.